Event description:
Contacted with regard to pt hemoglobin and hematocrit values not matching when generated on a cell-dyn 1800 analyzer. An initial hgb=6.6 g/dl and hct=29.7% was obtained. The sample was repeated on another cell-dyn 1800 analyzer yielding hgb=10.5 g/gl and hct=32.2% which were reported. No impact to pt management was reported.